Manufacturer narrative:
The device was not returned to edwards lifesciences for evaluation. Without the device returned for evaluation, visual inspection, functional testing and dimensional analysis were unable to be completed. Imagery was not provided for review. A review of the risk management documentation was performed, and no evidence of product non-conformances or labeling/IFU inadequacies were identified in the evaluation. The complaint was unable to be confirmed due to no medical records provided for evaluation. A review of the DHR did not provide any indication that a manufacturing non-conformance contributed to the complaint event . A review of IFU/training materials revealed no deficiencies. As reported by a field clinical specialist (fcs), approximately 3 years and 8 months post-implant of a 23 mm sapien 3 ultra valve in the aortic position via transfemoral approach, the patient presented with halt. The valve was explanted. During the manufacturing process, all sapien 3 ultra valves are 100% visually inspected for defects and 100% tested for proper coaptation under physiological backpressure conditions prior to release for distribution. Therefore, it is highly unlikely that a manufacturing defect or device malfunction contributed to the complaint event. Hypoattenuated leaflet thickening (halt) may be caused by several patient-related factors including early valve deterioration (svd) (e.g. Stenosis/calcification), non-structural dysfunction (e.g. Pannus), or thrombosis (formation of blood clots on the valve). Based on the limited available information provided, a definitive root cause was unable to be determined at this time. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. No IFU/labeling/training manual inadequacies were identified. Therefore, no corrective or preventative action nor product risk assessment is required at this time.

Event description:
As reported by a field clinical specialist (fcs), approximately 3 years and 8 months post-implant of a 23 mm sapien 3 ultra valve in the aortic position via transfemoral approach, the patient presented with halt. The valve was explanted.